Manufacturer narrative:
Conclusion: additional information was received from a health care professional (hcp) at the facility indicates that the patient's device was not replaced. There is no record of a valve replacement procedure at the facility named in the initial report. No organism was provided. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The sterilization process used by medtronic utilities bbg solution ( sterilant : 0.2% 20-24 hour exposure at 38-42c) which has an anti-microbial kill on the microorganisms, and it also has demonstrated the ability to inactivate the biological indicator, bacillus atrophaeus atcc 9372 which is representative bioburden for the microbial flora found in our manufacturing controlled environment. Therefore, it was unlikely that the infection was originally come from the device and/or manufacturing valve process.

Manufacturer narrative:
Additional information was received from a health care professional (hcp) at the facility that indicates that the patient's device was not replaced. There is no record of a valve replacement procedure at the facility named in the initial report. There is no way to confirm whether the replacement procedure was performed by a different physician at a different facility.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information from the patient's spouse that, 11 months post-implant of this aortic bioprosthetic valve, the patient presented to the emergency department with a large hematoma with an abscess at the base of the patient's diaphragm which caused an infection. Two days later, the physician explanted and replaced the device. No analysis could be performed on the excised valve. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.